Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that many years ago, about 2009, the patient said they had a spinal pain stimulator implant put in and for several years after, they never were able to have it checked. They was very happy when they happened to meet their manufacturer representative (rep) and with her help and the hcp, they were helped and put back on track and they had many years of wonderful help from the pain stimulator with the battery being replaced about every 2 years. The patient took a fall (B)(6) 2021. The stimulator started acting up and the patient mentioned that the battery had only been replaced (B)(6) 2020 and the rep and hcp explained that they could not really see anything wrong but they decided that they would go in and replace the battery with a rechargeable battery pack. The battery was replaced (B)(6) of 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.